Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: a review of the pump black box revealed evidence of a partially discharged battery being installed. Low voltage in replacement battery was observed in the black box as well. The pump currents were all within specification. The pump cover was removed and there was no evidence of moisture contamination found inside the pump. There was no evidence of intermittent contact found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. It was also reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.